Event description:
It was reported that the down arrow button does not activate intended pump response. The pt denied any special activities at the onset, she said there was no water exposure or trauma, and she carries the pump in her pants pocket or on the pants waist band with a clip. The pt stated that the keypad is intact and the buttons feel soft when pressed.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up, okay, and contrast keypad buttons were found to be responsive, they spring back when pressed, and they are not inverted. The down keypad button was unresponsive and did not spring back when pressed during testing. During investigation, the down key contact was inverted. There was evidence of contamination found under all key contacts.